Event description:
The customer stated that he opened a new carton of test strips and found the cap open on the bottle of strips. He performed control tests while troubleshooting and received results of 214 and 207 mg/dl. The normal control range was 99-136 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab performed 5 control tests using the returned reagent. They received 3 results of "hi" and a result of 531 mg/dl. They also received e11 which confirmed exposure to moisture.